Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which the triggers were sticking, and not functioning properly. It was also noted that the unit made an unusual noise and had vibration, the electric motor and electronic control unit (ecu) was damaged and the trigger flanges were damaged. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device trigger was not working. During in-house evaluation it was found that the triggers were sticking, and not functioning properly. It was also noted that the unit made an unusual noise and had vibration, the electric motor and electronic control unit (ecu) was damaged and the trigger flanges were damaged. It was reported that there was no delay and a spare device was not available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.